Event description:
It was reported to philips that the c-arm movements of the allura device were unavailable. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were unavailable. Upon functional testing fse identified failure in geo module. The fse replaced geo module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.